Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 24-oct-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stabilized. However, returned device analysis revealed proximal stent damage. Synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.